Manufacturer narrative:
(B)(4). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "affected the lymph nodes and that is why patient was experiencing intense pain."

Event description:
Patient reported right side ¿intense pain¿ and ¿intra and extracapsular rupture¿. Physician informed that event affected the lymph nodes and that is why patient was experiencing intense pain, additionally it was compressing an arm vessel. The device has been explanted.